Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulty was encountered and shaft kink occurred. The 85% stenosed, 23x3.0mm, eccentric and de novo target lesion containing a >45 and <90 degree lesion bend was located in the mildly calcified and mildly tortuous 1st diagonal (d1) artery. Following the introduction of a non-bsc guide wire, a 15mm x 3.0mm quantum¿ maverick¿ balloon catheter was selected for use and advanced to predilate the target lesion using a "kissing balloon technique." However, it was noticed that the catheter failed to cross the stent mesh and the shaft got kinked at the opening of the guide wire. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft break.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter with no other devices. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen and the outside of the balloon. The balloon was loosely folded. There was a complete hypotube separation 24cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There were numerous kinks throughout the hypotube and shaft of the device. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).